Manufacturer narrative:
E1 reporting institution phone#: (B)(6). Analysis was performed onsite service personnel which included equipment testing. The results of the analysis indicated that the speaker required replacement. The issue was confirmed. The issue was resolved when the customer ordered a replacement speaker. The customer assumes the repair responsibility.

Event description:
Philips received a complaint on the intellivue multi-measurement module x3 indicating that a speaker malfunction error was displayed it is unknown if the device produced sound. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
Additional information was received indicating that sound was present. This new information makes this issue no longer reportable since the presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. The customer ordered a replacement speaker to resolve the issue. The customer has assumed the repair responsibility. This investigation is concluded.